Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional traveler device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with 75% stenosis. The 2.0x20mm traveler balloon dilatation catheter (bdc) was soaked and prepared (air aspiration) outside of the body prior to use. The bdc was advanced for pre-dilatation, however, the balloon ruptured when inflated to 8 atmospheres (atms). Another 2.0x20mm traveler balloon was attempted to be used but also ruptured when inflated to 8 atms. The bdc was simply withdrawn. Another non-abbott balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.